Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is doing well.

Manufacturer narrative:
The recipient's activation reportedly went well. The external visual inspection revealed the electrode was severed as well as damaged silastic overmold on the bottom cover. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient is reportedly experiencing pressure on the implant site with device use. The recipient presents with nausea and headaches. Revision surgery is scheduled.

Manufacturer narrative:
This is the final report.